Manufacturer narrative:
Product ID 39286-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID 377645 lot# v008353, implanted: 2008 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3708120 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension. (B)(4).

Event description:
It was reported that a patient was not getting coverage on her right side. When trying to program for troubleshooting, all stimulation was on the left side, reprogramming could not get the stimulation to the right side. Impedances on all 2x8 electrodes were within normal limits. No malfunctions were seen or cause of issue was determined. Patient's physician removed left tail of the implanted 2x8 paddle lead, inserted 1x8 octad lead and connected it to 0-7 port. 1x8 octad lead was placed right of midline and the patient was getting appropriate stimulation on both sides now. No devices were explanted.